Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer failed to program. It was indicated that errors were found in the error log, and that there was sluggish performance in the parsing sheet. It was also indicated that the power cord bay had broken latch tabs, and therefore the power cord bay was replaced. The programmer was to be sent for software reload and reallocation. The programmer passed safety and functional tests. (B)(4).

Event description:
It was reported that while being used to program a device, the programmer display went to a black screen. Another programmer was used to finish the programming. The programmer was returned for repair. Programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.